Event description:
It was reported that a homechoice automated pd set with cassette was leaking. This occurred during prime of peritoneal dialysis therapy; the patient was not connected. The patient stated that there was a stream of solution leaking from the tubing of the supply line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to have been discarded. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.